Manufacturer narrative:
Siemens healthineers has completed a thorough investigation of the reported event. A siemens field service engineer went onsite and inspected the system. It was found that the toggle of the f1 breaker in the power distribution cabinet (pdc) was broken off. The radiology technician provided information that the toggle broke when he tried to reset it. The breaker was exchanged and sent in for technical investigation at the part supplier. Despite the external damage of the broken toggle, the investigation by the supplier revealed that the power breaker met the technical specifications and left the factory properly and in perfect condition. The investigation furthermore revealed that the gag was damaged by external force, in special by a short increase in force due to shock/impact, so no device malfunction nor general design issue was identified. According to the instructions for use, the components of the system should never be opened by unqualified personnel due to the risk of electrical shock (somatom / syngo CT va48a: c2-029.620.16.03.02 chapter safety, page 31). The radiology technician did not suffer any injuries and was medically examined onsite with no negative health findings. The f1 switch is designed to fulfill all the requirements for electronical safety. Based on the available information and design specification, the electrical shock could not occur on the surface of this switch and this incident is determined to be an isolated case.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom definition as system. It was reported that a radiology technician received an electric shock when trying to reset the f1- breaker in the power distribution cabinet (pdc) of the system. The radiology technician did not suffer any injuries and was medically examined onsite with no negative health findings. Siemens has requested additional information in order to conduct an investigation of the reported event.